Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone#: (B)(6). Initial reporter state : unknown, reported through dchu, (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 10 bd pen ndl 32g 4mm pro were difficult to operate and cannula broke off. The following information was provided by the initial reporter: the user reported being unable to attach the pen needle to the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-22. H6: investigation summary: eight open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on six samples and a bent non patient end cannula was observed on the remaining two samples. A functionality test was carried out on all eight samples and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text: see h10.

Event description:
It was reported that 10 bd pen ndl 32g 4mm pro were difficult to operate and cannula broke off. The following information was provided by the initial reporter: the user reported being unable to attach the pen needle to the pen.